Manufacturer narrative:
Analysis found the unit passed prime, displacement, basic occlusion and excessive no delivery alarm tests. No excessive no delivery alarm was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed a no delivery which he could not resolve. His blood glucose level at the time of the event was 17mmol. The customer stated that the alarm occurred after troubleshooting. He was advised to the insulin pump will be replaced. The insulin pump will be returned for analysis.